Event description:
The customer reported an oil mist from their unit. The customer stated that a few employees complained of burning eyes and some lightness of the chest. None of the employees required medical attention or treatment.